Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot recognize ECG signal) was confirmed. As received, the monitor failed incoming testing and could not recognize an ECG signal. Upon evaluation, the c655 and c653 capacitors were thermally damaged on the computer / analog (ca) board. The cause of the thermal damage is a defective u612 component. The u612 component was hot and produced an improper low output. The cause of the inability to recognize an ECG signal is the damaged capacitors and defective u612. The cause of the damaged capacitors is the defective u612 component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not recognize an ECG signal.